Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter separated/ broke after placement was confirmed upon inspection of the sample. Analysis of the sample showed a broken catheter with a smooth edge. This indicated a clean cut on the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The assembly process was reviewed, and the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads, there are no sharp or hard edges on the pads. This station is unlikely the cause of the clean cut on the catheter. A simulation was carried out by using scissors to cut the tubing. It was observed that the cut area has a similar smooth edge as the complaint sample. Therefore, the broken catheter was concluded to be cut by an unknown sharp object and the defect happened outside of the manufacturing facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The catheter was inserted into the radial artery preoperatively for monitoring purposes only. At the end of the procedure, the catheter was pulled out. The staff member performing the procedure noticed that the catheter was shorter than usual. It was then determined sonographically that a large part of the catheter was still in the artery. An attempt was made to remove it using forceps. However, as this was unsuccessful, the remaining part of the catheter had to be surgically removed from the artery.